Manufacturer narrative:
The intraocular lens is currently being analyzed by the manufacturer. The reporter stated this was not a product complaint. All manufacturing specifications were met prior to release of the device.

Manufacturer narrative:
The lens was measured for diopter and is correct as lableled. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
It was reported the patient had unplanned hyperopia postoperative implant of the device. The intraocular lens was explanted, and a new lens implanted. The reporter stated this was not a product complaint.

Event description:
On december 15, 2009, the facility's director of nursing reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the device turned itself off. It is unknown when the condition occurred. The reported condition took place in the medical surgery department. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. There is no additional information is available. The software version of this device is currently not known.